Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual inspection revealed the unit consisted of only the safety device and exposed needle and was not properly activated. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6146724. A manufacturing review revealed that no equipment, instrument, process, or surfaces could have caused the customer's indicated failure mode. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample has been returned for evaluation. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that the safety mechanism of a 22 g x 0.75 in. Bd saf-t-intima¿ IV catheter safety system did not function properly during use. There was no report of injury, blood exposure, or medical intervention.